Manufacturer narrative:
Evaluation summary one recorder was returned to medtronic for investigation. The recorder powered on without any issues. Data could not be downloaded from the recorder. Investigations concluded that one or more files saved on the recorder were corrupted.

Event description:
According to the reporter, when trying to download a recorded esophageal study, the recorder would not turn on. The account tried plugging the recorder into a wall outlet and pressed the power button. The recorder would not turn on. Next, the account removed the rubber power button cover and pressed directly onto the power button, but the recorder would still not turn on. The reporter is unsure if a repeat procedure will be performed at this time. No other known adverse events were reported.